Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator at an off-label location, not performing x-ray immediately after the procedure to confirm the device placement, implanting a damaged stimulator, patient going through an MRI procedure, implanting an expired stimulator, inadequate fixation, not prepping the skin with antiseptic solution, and multiple tunneling attempts have been ruled out as potential causes. However. The patient has poor surgical risks including morbid obesity. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to patient being a poor candidate due to health, weight, age, or mental capacity as the patient is morbidly obese (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported the leads eroded through the pocket site. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. The patient is doing well and the site appears to be healing nicely.